Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit is alarming. Evaluation found no alarm.